Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator after installing gde (gas delivery engine) went inop (inoperable). Error in the event log noted pneumatics ftc (failure to cycle) and lender data error. The customer confirmed that there is no patient involvement associated with this reported event.